Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one temperature sensing catheter was received. Visual evaluation noted no obvious defects. Attempted to inflate the catheter's balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of the eyelets indicating lumen to lumen leakage at the inflation notch. This fails to meet specifications stating "eye punching must not penetrate the inflation, irrigation lumen and/or thermistor." Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be punch depth too large. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out due to water leakage on the 3rd day of its placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out due to water leakage on the 3rd day of its placement.